Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that they experienced high blood glucose. It was reported that they gave insulin to treat the high blood glucose over 33.3 mmol/l prior to going to the hospital. It was also reported that they found that the cannula was bent and the insulin pump was not giving no delivery alarm. High pressure test was performed and the insulin pump passed. Time anomaly was mentioned. The time had 1 hour difference. The customer was assisted in programming the time correctly. The insulin pump will not be returned for analysis.